Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an alert for possible output damage was observed. After interrogating the device there was one vt episode. The device recognized the vt, charged and delivered a shock. Lead damage was suspected. However, fluoroscopy and visual inspection revealed no damage to the lead. The lead was capped.